Manufacturer narrative:
Additional serial numbers for devices included in this report: (B)(4). 4 of the 5 devices were returned for evaluation. We are awaiting the return of one more device. The evaluation of the four devices found chuck wear and the turbine needed to be replaced in each device. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. This report summarizes five malfunction events where midwest tradition handpieces would not hold dental burs. There were no injuries in any of the five events.